Event description:
Pt had an uneventful bilateral refractive surgery on 10/20/1998. Diffuse lamellar keratitis was observed at day 1 post operatively. On 11/18/1998, the corneal flap was lifted for scraping and cleaning. Epithelial ingrowth was observed on 12/9/1998. Visual acuity operative: pre-operative: 20/20, post-operative: 20/50. Prognosis: resolution of the problem is anticipated within a few months.